Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during use of a centrifugal pump and fusion oxygenator, it was reported that the customer was unable to maintain flow. The customer stated that during the bypass procedure after some time, they were unable to flow over 1.8 cardiac index to the patient despite maximum revolutions per minute (rpms). The devices were used to complete the procedure. There was no adverse patient effect associated with this event. Medtronic received additional information that the customer now believes that this could have potentially been a high-pressure excursion (hpe) rather than an issue with the centrifugal pump.

Manufacturer narrative:
Additional information b5. Medtronic received additional information that the flow issues were reported against the oxygenator. However, a medtronic technician went out to access the motor drive also. Anti- coagulation was assessed (heparin level) with a hms instrument. Medtronic received additional information that the motor drive passed the inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.